Event description:
Cadd legacy pump- patient says yesterday he was supposed to change cassette at night, however, alarm went off around 3-4 pm. No detail on the alarm, just the sound, patient decided to do the cassette change at that time and switch to his back up device. No issue with that device. Sn: (B)(6). Of affected device. Rph advised will have spoc replace the one pump. No further details provided. Indication: primary pulmonary hypertension; pulmonary hypertension, unspecified. Device malfunction ¿did the reported product fault occur while in use with a patient? Yes.¿ did the product issue cause or contribute to patient or clinical injury? No or if yes, was any medical intervention provided? Please explain. ¿is the actual device available to be returned for investigation? Yes.¿ did we replace device¿ yes. ¿did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes or if no, what was the patient instructed to do in order to be able to continue their infusion?¿ is the infusion life-sustaining? Yes. ¿what is the outcome of the event? Resolved? Ongoing? Ongoing. Reported to (B)(6) by: patient/caregiver.